Event description:
It was reported the implantable neurostimulator (ins) felt "like it had a temperature yesterday". It was noted the area around the ins was not warm and there was no redness or swelling. It was noted this lasted for a couple of hours and then went away.

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3387s-40, lot# va0bh3r, implanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# va0bh3r, implanted: (B)(6) 2013, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).